Event description:
It was reported that the stent foreshortened. The over 60% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. A 7mm x 60mm x 130cm innova was selected for use in a stenting procedure. The lesion was predilated using a 5mm mustang balloon. An innova stent, 15cm in length, was implanted. A 6cm innova stent was used to cover the remaining lesion. During deployment, the stent was pulled forward. The stent got shorter after deployment. Three innova stents were used to complete the procedure. There were no patient complications and the patient's status was good.

Event description:
It was reported that the stent foreshortened. The over 60% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. A 7mm x 60mm x 130cm innova was selected for use in a stenting procedure. The lesion was predilated using a 5mm mustang balloon. An innova stent, 15cm in length, was implanted. A 6cm innova stent was used to cover the remaining lesion. During deployment, the stent was pulled forward. The stent got shorter after deployment. Three innova stents were used to complete the procedure. There were no patient complications and the patient's status was good. It was further reported that a 7mm x 150mm x 130cm innova, a 7mm x 60mm x 130cm innova , and a a 7mm x 40mm x 130cm innova were selected for use. All three stents were implanted into the common iliac artery. All three stents shortened during the last time in deployment. Intervention was performed in the severely calcified iliac artery.